Event description:
It was reported that there was an issue with the pump's touchscreen responsiveness, as the screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. The customer received complete instructions for resetting the pump from technical support, chose to reset at that time, and was able to interact with the pump screen successfully following the reset, resolving the issue.